Manufacturer narrative:
Date sent: 3/03/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a diagnostic laparoscopic procedure the device would not fit thru the sleeve. Another device was used to complete the case with no pt consequence.